Manufacturer narrative:
The device which was used in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event and the root cause is undetermined. If the device is returned in the future this complaint will be re-assessed. A review of manufacturing records for the reported lot number, found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. Complaint history for the reported event has been reviewed revealing further instances, however no further action is deemed necessary. The reported failure mode can potentially be caused due to creases in the dressing or if it is incorrectly applied or the dressing integrity has been compromised, please refer to the IFU for further information. This investigation is now complete, however please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that patient's husband stated renasys go alarming air leak. The health care professional (hcp) stated she changed the dressing and tubing. Hcp reboot and disconnected orange connector but the alarm issue was not resolved. There was no backup device. No further information is available.